Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and drive support cap was flushed. The customer stated that they are unable to exit the "preparing to prime" loop and stuck in bolus delivery loop. The customer's blood glucose level was 103 mg/dl. The customer reported that the insulin pump was not dropped prior to the alarm. The insulin pump will be returned for analysis.